Event description:
It was reported that the left ventricular (lv) lead exhibited rising/high thresholds. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 leads, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis revealed no anomalies were found. Visual summary analysis of the lead indicated there was apparent explant damage.